Event description:
The report received from the field indicated that during an interventional endovascular procedure for precise carotid stent implantation, the precise 5 x 30 mm stent deployed prior to being inserted into the pt. There was no reported pt injury. Attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering evaluation is not complete. Additional info will be submitted within 30 days upon receipt.